Event description:
Pt's monitor alarmed and pt found in asystole. Medtronic temporary pacemaker was found off. Nurse pushed the "on" button and the pacemaker did turn on and began pacing. Pt had paced rhythm with pulse and was awake and moving after pace resumed. Staff took pacemaker out of service and replaced with another pacemaker.